Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-08422. It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A 24mm watchman ® laa closure device & delivery system and watchman ® access system were used. The closure device was successfully implanted; however, at the conclusion of the procedure, a small pericardial effusion was noticed. The patient remained stable and the pericardial effusion resolved on its own. The patient went to recovery and is currently fine.